Manufacturer narrative:
This report is submitted on 14 april 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). The patient was re-implanted with a new device.